Manufacturer narrative:
A ge oec service representative investigated the issue and found that display adapter pcb was defective. The display adapter pcb was replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had the monitor blink on and off during a procedure. A reboot corrected the malfunction.